Event description:
Device 2 of 2. Reference MFR report #: 1627487-2012-05812.

Manufacturer narrative:
Eval results: the lead was received incomplete and in a manner that made analysis impossible. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.